Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The plastic at the jaw tip came apart from the metal portion. Nothing left in behind or fell off in patient. Customer is to keep device for me to pick up.